Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed during the excessive no delivery alarm test due to a faulty force sensor resistor. The insulin pump passed the displacement test, operating currents, self test and the off no power test. No battery alarms were noted. The insulin pump was monitored and no missing segments or display anomalies were noted. The basic occlusion test, occlusion test, and prime test could not be performed due to the no delivery alarm. No cosmetic damage was noted.

Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The customer expressed the following symptoms: thirst, exhaustion, and malaise. The customer treated her high blood glucose level with a manual injection. Standard troubleshooting was performed. It was discovered that the time was missing from the insulin pump's display screen. It was also discovered that the customer had received multiple no delivery alarms from her insulin pump. The insulin pump was unable to complete a self test. The product has been returned. Nothing further was reported.